Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery. The customer¿s blood glucose level was 155 mg/dl. The customer stated that they had replaced battery and received failed battery. It was also stated that they had low battery alert. The troubleshooting was performed and was advised to insert a new battery and also received failed battery. The customer was advised to monitor the pump and call if problems recur. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.